Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found to the keypad traces during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 15.6 mmol/l. The customer stated that buttons were unresponsive. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.